Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, about two months post implant of the 3dmax light mesh the patient was diagnosed with a seroma which cultured positive for infection, and underwent subsequent surgical intervention for mesh removal. Seroma and infection are known inherent risks of surgery. Seroma is identified in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Regarding infection the warnings section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ review of manufacturing records finds the product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of 196 units released for distribution in september, 2021.

Event description:
As reported, during a bilateral inguinal hernia repair procedure on (B)(6) 2022, two 3dmax light mesh devices were implanted one in the left and one in the right groin region. As reported, about two months post implant the patient reported right sided pain and was diagnosed with a seroma on the right side. A drain was placed and the fluid was cultured which was positive for a staphylococcus infection. On (B)(6) 2022, the patient underwent additional surgery during which the 3dmax light mesh on right side was removed and replaced with phasix mesh. As reported, the explanted mesh was noted to be incorporated and no signs of mesh infection.